Event description:
Information received from a manufacturer representative reported that the patient's implantable neurostimulator (ins) had an out of regulation (oor) error code displayed; meaning that the device could not output what was being requested. The oor could be an indication of a potential system issue or an indication of high use parameters. The ins is still on and functioning, but the output may be slightly lower than programmed. It was noted that the patient's ins is currently (B)(4) charged and was charged to 100% a day prior to the date of this report. It was reported that the patient had a shower door fall on them four days prior to the date of this report. The caller stated that the door did not fall directly on any part of the system but the patient made sudden movements and had to lift the door up. It was noted that stimulation has not been the same since then and that the patient only feels occasional, intermittent stimulation. The manufacturer representative reported that the oor error message appeared on the clinician programmer 8840 upon interrogation of the ins and showed 3 programs at oor; however, no error messages were seen on the patient programmer. Impedance checks were ran and it was reviewed that lower impendences and high parameters can lead to oor. Also, that higher impedances are not a root cause for oor, though the manufacturer representative might want to consider programming around them. It was recommended that the manufacturer representative reprogram the device and decrease the number of active electrodes. It is unknown if the oor issue was resolved. Indications for use are failed back surgery syndrome, peripheral neuropathy, sciatic nerve injury, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had their implantable neurostimulator (ins) replaced on (B)(6) 2016. The patient stated that changed their system in order to resolve the issues. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.